Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A technical support specialist (tss) assisted the customer and explained that when a drawer fails, the station needs to be rebooted and a pharmacy technician with admin or super user access had to log back into the station and perform the recovery. Once completed, the drawer would open and close, resolving the error. The tss then assisted the customer set the user account and role permissions at the server level, which refers to the website and user was requested to log in after the station was rebooted. The tss confirmed that there had been no response via email or callback from the customer, and no further issues had been reported. As this was the third instance of no communication from the customer, the case was closed accordingly.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed, and user was not allowed to recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A technical support specialist (tss) assisted the customer and explained that when a drawer fails, the station needs to be rebooted and a pharmacy technician with admin or super user access had to log back into the station and perform the recovery. Once completed, the drawer would open and close, resolving the error. The tss then assisted the customer set the user account and role permissions at the server level, which refers to the website and user was requested to log in after the station was rebooted. The tss confirmed that there had been no response via email or callback from the customer, and no further issues had been reported. As this was the third instance of no communication from the customer, the case was closed accordingly.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed, and user was not allowed to recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.